Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The j704 connector on the distribution node pca was defective. The root cause for the defective j704 was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.